Manufacturer narrative:
This one of two related mdrs. Please refer to MDR 9610905-2016-00017.

Event description:
Two sternal plates broke. The patient underwent a secondary surgery to replace the plates.

Manufacturer narrative:
The devices were optically assessed and stereo microscopically investigated in the lab. The stereo microscopic investigation revealed tensile cracks due to mechanical overload. Further observation determined there were no indications of material or manufacturing defects discovered. The product history device records were also reviewed based on the lot number provided and revealed no abnormalities. The results of the investigation conclude that the root cause for breakage was due to mechanical overload on the devices. If further information can be gathered that might add value to the contents of the investigated report, and additional follow-up report will be submitted.